Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the fatigue fracture was consecutive loading of the device prior to complete fusion. Conclusion: the es2 integrated blade screw fractured post-operatively and was identified by x-ray approximately 8 months after the initial surgery. A revision surgery was necessary to remove the fractured l5 screw. The fracture surface on the threaded shank of the screw was investigated and it was determined to be consistent with fatigue failure based on optical and high magnification sem inspection. The manufacturing history of the screw was investigated, but there were no relevant issues. The fusion status of the patient at the time of the fracture was unknown. The x-rays identifying the screw fracture demonstrate interbody spacers and the presence of a fusion mass; however, because of the lack of uniform density it is unlikely complete fusion had occurred.

Event description:
It was reported that a patient underwent original mis tlif l2-3-4-5 w/ es2 & unilif on (B)(6) 2013. On (B)(6) 2014 patient was brought back to operating room to remove broken l5 screw. No additional revision was made to existing hardware.

Event description:
It was reported that a patient underwent original mis tlif l2-3-4-5 w/ es2 & unilif on (B)(6) 2013. On (B)(6) 2014 patient was brought back to or to remove broken l5 screw. No additional revision was made to existing hardware.